Manufacturer narrative:
This report is being filed on an international product, list number 06a52, that has a similar product distributed in the us, list number 06d18. (B)(4). Testing of prism hcv reagent lot 20732li00 could not be performed as this lot expired on 20 may 2013. For prism hcv lot 20732li00 a review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Additionally, a review for non-conformances and deviations associated with reagent lot 20732li00 was conducted and found no occurrences that could be linked to the complaint observation. The product is performing as intended and no product issues were identified. The prism hcv assay package insert contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. (B)(6).

Event description:
On 06 april 2016, abbott received notification that the (B)(6) notified their competent authority of an issue regarding alleged (B)(6) prism hcv results for two donor units. This was a retrospective report submitted by (B)(6) after the prism analyzer was uninstalled from that site and replaced with the roche cobas system. The following information was provided: sample (B)(6): (B)(6) 2016, sample tested on the roche cobas analyzer and generated (B)(6). The sample was then sent to the (B)(6) for confirmatory testing where the sample generated (B)(6) with the innotest methodology, (B)(6) with the architect anti hcv and hcv core ag assays and indeterminate results by immunoblot ((B)(6)). (B)(6) pulled an archived sample from this same donor ((B)(6)). The sample was originally tested on (B)(6) 2013 and generated (B)(6) with the prism hcv assay (lot 20732li00) and with the nat methodology. This sample was then tested on the cobas platform and generated a (B)(6) of (B)(6) on (B)(6) 2016. Confirmatory testing was then performed on (B)(6) 2016 with the immunoblot methodology and was indeterminate ((B)(6)). Red blood cells and fresh frozen plasma blood products from this donation were distributed for medical use. There is no information provided on the donor.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended and the evaluation codes were corrected.